Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel, resulting in inappropriate shock therapy. Current evidence suggests the patient was hospitalized due to the inappropriate therapy. Additionally, technical services noted the rv pacing threshold is higher than expected, and in-clinic troubleshooting to exclude mechanical issues/lead impairment was recommended. No additional adverse patient effects were reported. The ICD and rv lead remain in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel, resulting in inappropriate shock therapy. Current evidence suggests the patient was hospitalized due to the inappropriate therapy. Additionally, technical services noted the rv pacing threshold is higher than expected, and in-clinic troubleshooting to exclude mechanical issues/lead impairment was recommended. No additional adverse patient effects were reported. The ICD and rv lead remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This rv lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.